Manufacturer narrative:
Device is combination product. A synergy ii us mr 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with the first, fifth and sixth distal struts lifted. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10/23/2019. It was reported that following predilitation with an emerge balloon, a 4.00x24mm synergy drug eluting stent was unable to cross the target lesion. No patient complications were reported. However, device analysis revealed stent damage.